Event description:
It was reported that a new tech had difficulty loading this aa42403tl silicone single piece lens and could not get it to seat properly in the injector. Consequently, the trailing haptic tore as the surgeon was inserting it. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Results: visual inspection of the returned lens showed the lens was split into two pieces and both haptics were torn off and missing. There was a clear surgical residue on the lens. (B)(4).